Event description:
It was observed during the device inspection that the fiber bonding in the outer tube area (distal end) of the subjected device was damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. Based on the results of the investigation, the cause of the suggested event could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.